Event description:
Patient on maximum pressor support with 3 drugs and fio2 fraction of inspired oxygen of 100%. Braun IV pump with 170 mcgs/min of neosynephrine started alarming and pump failure code displayed '2156', saying free flow of fluid possible-shut off pump. Due to immediate stoppage of neosynephrine, patient's bp dropped to 66 and required drip to be switched to another pump and took approximately 10 minutes to return pressure to previous level.======================manufacturer response for infusion pump, infusomat space s (per site reporter).======================error 2156, internal error, auto correct per bbraun. Not able to reproduce error. Bbruan recommends doing functional test and return to service per phone call.